Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, surgical intervention took place wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.